Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was advanced however became stuck in the chordae. While attempting positioning of the cds, it interacted with the deployed clip, causing the anterior leaflet in the clip to tear. Manipulations of the cds also contributed to damaging the chordae. The cds was removed and the procedure aborted with the mr reduced to 3. The patient will be sent to surgery at a later date and remains hospitalized. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove was due to procedural circumstances as the clip was stuck in chordae. The reported device caused damaged appears to be related to difficult clip visualization. The reported poor image resolution was due to challenging patient anatomy. The reported tissue injury was a cascading effect of the difficult to remove and device caused damaged. The reported patient effect of tissue injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) was advanced however became stuck in the chordae. While attempting positioning of the cds, it interacted with the deployed clip, causing the anterior leaflet in the clip to tear. Manipulations of the cds also contributed to damaging the chordae. The cds was removed and the procedure aborted with the mr reduced to 3. The patient will be sent to surgery at a later date and remains hospitalized. No additional information was provided.